Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired, the cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.1cm was returned for analysis in one segment. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.